Event description:
A malfunction alarm with code malf 0 was reported, occurring without any notable prior events. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to contact support again if the issue returns, which they acknowledged and understood.